Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that guidewire was not able to be advanced into the left ventricular (lv) lead until the lv lead was cleared with a stylet. After placement of the lv lead, the guidewire was not able to be removed from the lv lead. The lv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that guidewire was not able to be advanced into the left ventricular (lv) lead until the lv lead was cleared with a stylet. After placement of the lv lead, the guidewire was not able to be removed from the lv lead. The lv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
The reported event of difficulty inserting and removing the guidewire was confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination showed that the inner coil at the connector region was offset consistent with procedural damage. The cause of the reported event was due to the offset inner coil at the connector region consistent with procedural damage. No other anomalies were seen.